Event description:
Pt status-post primary bilateral lumbar discectomy and posterior fusion, l5-s1 on (B)(6) 2011, with continued pain and revision of posterolateral lumbar fusion (with instrumentation) l5-s1 on (B)(6) 2012. Pt receiving daily antibiotic therapy treatments along with weekly crp and white cell count as of (B)(6) 2012. Revision surgery on (B)(6) 2012, l5-s1 of anterior lumbar interbody fusion (alif). Pt attended clinic on (B)(6) 2011 and continued to complain of severe pain. Pt also attended clinic on (B)(6) 2012, after sudden onset of severe back pain over the past 2 weeks. Right rod noted as slipping. Hardware remains implanted. Pt will undergo revision surgery. This is the 4th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.